Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. It was observed that button presses did not activate desired pump functions. It was also found that the keypad buttons required excessive force to activate a response. During investigation, the up arrow, down arrow and ok buttons were observed to be misaligned. It was found that the keypad buttons do not always spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the down arrow and ok buttons are sticking. It was reported that the keypad is intact and the pt wears pump in the water in summer months.